Event description:
Following the procedure, the physician attempted to close the arteriotomy using a tsl 6 fr. Closer device. An unknown failure occurred with the device. A 12 fr. Sheath was placed into the arteriotomy and the pt was transferred to the floor. The sheath was pulled on the floor and manual compression was used to close the arteriotomy. Subsequently the pt was noted to have a 40% stenosis in the right leg at the arteriotomy site and had a percutaneous transluminal angioplasty performed in this area. Notes from the field indicate the physician stated that he felt that it was a sheath problem and the stenosis was not caused by the closer device. The pt recovered without further incident.